Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated. Pry marks was observed on the battery holder. Observed that the battery holder was inserted incorrectly by the customer into the meter preventing new batteries from being inserted. The meter was de-cased in order to remove the battery holder. Inserted retained batteries and indicator light did not flash. Meter powered on with button depression. Based on the visual inspection the cause was determined to be inappropriate use due to battery holder inserter was incorrectly installed. No product deficiencies were identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle optium neo meters is 5 years. As the manufacturing date of this product is 2014, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.